Manufacturer narrative:
(B)(4). The customer returned a 2-l 15 fr x 19 cm hemodialysis kit connector assembly. Visual and microscopic inspection of the returned catheter revealed a crack in the blue luer hub. The crack started on top edge of the hub, was longitudinal and penetrated through the wall of the luer hub. The edges of the crack are rugged and jagged. The crack was approximately .45 inches in length. The catheter was leak tested by injecting water into each extension line. Each lumen was pressurized with water to 45psi for 30 seconds. Only the blue luer hub leaked. The location of the leak was consistent with the crack identified during visual inspection. A device history record (DHR) review was performed and no relevant manufacturing findings were identified. The instructions for use (IFU) provided with the set warns that repeated over tightening of bloodlines, syringes, and caps will reduce connector life and could lead to potential connector failure. It also states not to use acetone with this catheter and that the catheter and extension lines should be examined before and after each use. The report that the blue luer hub leaked during use was confirmed through examination of the returned sample. There was a .45" longi tudinal crack in the hub that penetrated through the luer hub wall. In addition, the hub leaked while it was securely attached to the leak tester. A DHR review did not reveal any manufacturing related issues. Based on the report that the leak was observed during use, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the tip of the blue tube was found leaking during use on a patient. The device was replaced. Treatment performed - hemodialysis.

Manufacturer narrative:
(B)(4)

Event description:
The customer alleges that the tip of the blue tube was found leaking during use on a patient. The device was replaced. Treatment performed - hemodialysis.